Manufacturer narrative:
E1: (B)(6). Device evaluated by MFR: the device returned with the imaging widow detached at the lapjoint section, the imaging window was not returned for analysis. No other visual issues or kinks were observed along the device. A microscopic examination identified that the imaging core was observed twisted. The microscopic inspection also found pitting and degradation of the transducer housing consistent with saline damage.functional tests could not be performed due to the condition in which the device returned

Event description:
It was reported that catheter entanglement occurred. A percutaneous coronary intervention was being performed. An opticross imaging catheter was introduced, however the catheter was twisted and entangled. The procedure was completed with another of same device. There were no patient complications nor injuries were reported.

Manufacturer narrative:
Initial reporter city:(B)(6).

Event description:
It was reported that catheter entanglement occurred. A percutaneous coronary intervention was being performed. An opticross imaging catheter was introduced, however the catheter was twisted and entangled. The procedure was completed with another of same device. There were no patient complications nor injuries were reported.